Manufacturer narrative:
(B)(4). The cause of the hernia was not reported. The patient was hospitalized for the hernia thirty-seven days prior to the receipt of this additional information. On the date of hospital admission, the diagnosis of hernia was made. After ten days of hospitalization, the patient was discharged. The patient was recovered from the hernia event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, the patient experienced a hernia (previously the date was reported as approximately one year ago). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia in the stomach coincident with automated peritoneal dialysis therapy. The hernia occurred after beginning automated peritoneal dialysis therapy and it was reported that the hernia had worsened with peritoneal dialysis therapy. The hernia was manifested by back pain and abdominal distention. The patient was not hospitalized for the event and has not received any medical or surgical intervention for the hernia. Dianeal therapies were ongoing. The patient was not recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history review revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unknown date approximately one year ago, the patient experienced a hernia. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.